Event description:
The customer alleged that her blood glucose readings had been erratic. She had received some high readings, but the morning of the call, she tested and received a reading of 40 mg/dl. While troubleshooting, the customer performed a blood test and received a result of 47 mg/dl. The customer stated that she felt dizzy and she ate something sweet to raise her glucose. The customer did not require outside medical attention. Troubleshooting was not possible because the customer did not have control solution. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.